Event description:
It was reported that the pt was having limited benefit from his ci. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.